Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event in 2008 and a cardiovascular event in 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-03288, 03289, 03291.